Event description:
On (B)(6) 2005, the patient was implanted with a gore tag endoprosthesis. On (B)(6) 2005, the patient was implanted with a gore tag endoprosthesis. On (B)(6) 2007, the patient expired. Multiple attempts were made to obtain additional information for this event.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.